Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-05090. The patient has four leads for off-label use (three of the leads are from the same lot). It was reported the patient was not receiving adequate coverage. X-rays revealed the leads had migrated. The doctor decided to implant an additional scs system to provide better coverage for the patient. The doctor did not reposition the migrated leads. The procedure took place on (B)(6) 2014. Adequate coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.